Manufacturer narrative:
One device was returned in used condition without the original packaging. The device was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination, no visual defects were detected in the sample. A leak test was performed, and cuff inflated correctly and remained inflated during the test, however in the final phase of the test it failed to deflate, the sample did not pass the test confirming the complaint. A root cause was attributed to improper use of the product. A device history record (DHR) review showed there were no issues, or nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken since the main cause of the leakage problem was improper use of the product.

Event description:
It was reported that after general anesthesia, an air leak was observed. When checked, it was found that the air leak was from the deflated balloonet. It was re-inflated several times but deflated quickly. The patient had to be reintubated.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.